Manufacturer narrative:
The t:slim g4 user guide states, "the fill estimate displayed on the pump is the amount of insulin available for deliv­ery. It does not include insulin needed to fill the tubing (up to 30 units) and a small amount of insulin that is not available for delivery. When filling the syringe, add ap­proximately 45 units to the amount of insulin you want available for delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 277 (mg/dl). A correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, customer indicated that the pump cartridge had been filled with 120 units of insulin. Reportedly, customer used 25 units of insulin and the insulin gauge decreased from 120+ to 60+ units the following day. Customer was reminded that the cartridge fill estimate does not include insulin needed to fill tubing as well as insulin that is unavailable for delivery. Customer acknowledged.